Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that two xience v stents were being implanted in the pt. The first xience v was advanced through the guiding catheter with slight force. It was then noted that the xience v stent had moved on the stent delivery system (sds). The stent was located proximal on the sds and was still in the guiding catheter. The sds, the xience v stent, and the guiding catheter were removed from the pt as one unit, without any difficulties. The physician took a new xience v and started the procedure again, but the second attempt also did not work. Finally, a bare metal stent was placed with good results. Reportedly, the pt is in good condition. No additional event or pt info is available.